Manufacturer narrative:
Failure analysis revealed that the insulin pump had unit intermittent button response due to moisture damage on the keypad traces. The device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was not recorded. No further information was provided